Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead exhibited noise on both the rate/sense and shock channels. A small amount of noise was reproducible in clinic. All other diagnostic measurements are reportedly normal. The possibility of an rv lead issue was discussed. Some oversensing was reported; however, this has not led to any adverse patient effects. The physician plans to bring the patient in for a lead replacement. Additional information indicates that the physician is evaluating the patient for a possible infection.

Manufacturer narrative:
No additional information is currently available, and at this time, no surgical intervention has been performed. This event will be updated if any additional information becomes available. Additional information indicates that the physician believed the rv lead may have been fractured. This rv lead was later explanted and successfully replaced with a new boston scientific rv lead. No adverse patient effects were reported as a result of this observation. An attempt has been made to have this rv lead returned for analysis. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information indicates that the patient was evaluated and found not to have an infection. This rv lead was explanted and the device was left in service. Available information suggests that this rv lead will be returned to boston scientific for analysis. To date, however, this product has not been returned. This event will be updated if any additional information becomes available.